Event description:
Event: "high thresholds."

Manufacturer narrative:
Returnd device analysis reveals the lead is functioning as designed. No manufacturing defects could be found. High thresholds are a recognized clinical event referenced in the device's labeling as potential complications associated with lead implantation.